Manufacturer narrative:
No device failure alleged. The pt's condition affected the effectiveness of the device which necessitated a revision procedure. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance with 21 cfr part 803.

Event description:
A revision surgery occurred on (B)(6)2008 to add a level to the lumbar spinal fixation construct that was initially implanted on (B)(6)2009. During the revision procedure, the surgeon chose to replace the originally implanted fixation device with a smaller model to better suit the extended construct. Per the initial reporter, there was no product problem associated with the removal.